Manufacturer narrative:
Additional information: on december 17, 2020, mentor received medwatch uf/importer report number (B)(4) and became aware that the reporter also sent a report to the FDA (section e4). The reporter stated that the breast implant had visible defects on the outer lining, specifically there were visible differences in the thickness and consistency of the material thickness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On july 6, 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the anterior view, measuring approximately 8.0 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor memorygel breast implant ruptured intraoperatively. As a result, the device was not implanted. There was no adverse event or patient consequence.